Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 400 mg/dl. The customer states that they have bent cannulas due to scare tissue and had wasted 20 sensors which never seem to work properly. The customer was assisted with trouble shooting the transmitter to make sure it was working properly. The transmitter was working properly after it was tested and the customer was informed that they will be sent new sensors. The customer was informed that the sensor errors are usually common during the first couple of hours of a new sensor because they have to first stabilize. No further information was provided.